Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that a foreign particle was present within the package of the unit. It was further reported that the discovery of the foreign particle did not occur during a case. There were no reports of any adverse consequences.